Event description:
Caller reported experiencing recurring cartridge alarms since (B)(6) 2025, with the most recent alarm being cartridge alarm 20. The customer¿s blood glucose level was reported as "high" due to the issue. To address this, the customer administered a correction injection using multiple daily injections (mdi). The issue occurred during the cartridge load process, preventing normal usage, and resulted in the pump requiring a replacement. Customer support agreed to send a replacement pump with updated software and provided instructions for returning the faulty pump and for setting up the new one. Customer agreed to use mdi therapy temporarily to ensure continuous insulin delivery and acknowledged all provided instructions and information.